Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a dib00 +20.0 intraocular lens (iol) was implanted. The patient experienced difficulty adapting to monovision and was struggling with daily activities. The pre-operative vision was 20/25 with -2.25/-2.50*90, and the post-operative vision is 20/20 with -2.25/-2.25*85. The lens was explanted during a secondary surgery and replaced with the same model but a lower diopter j&j lens. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: sept 29, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were identified. The complaint issues were not identified during product evaluation. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.